Event description:
It was reported that balloon rupture occurred. The target lesion, which was 90% stenosed, was located in a shunt within a moderately tortuous and severely calcified vessel. A 6.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 14 seconds. The device was successfully removed without any complications, and the procedure was completed using an alternative device. There were no patient complications as a result of this event.